Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly along with other unrelated parts and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb was further evaluated in the failure analysis center. It was determined that the cause of the inappropriate defibrillation waveform issue was due to a broken solder joint on a filter, designator fl29.

Event description:
The customer initially reported that their device had its service light illuminated. After an evaluation of the device, it was observed that the positive portion of the biphasic defibrillation waveform was missing. This could cause the defibrillator output to be reduced by up to approximately 20 percent from the selected energy level. There was no patient use associated with the reported issue.